Event description:
The unit caught fire. Co's inspection revealed the heater wire had dislodged causing a 4" diameter burn hole through the pad and one side of the cover. No deaths or injuries were reported.